Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had low flows. The interrogation showed power cable disconnects, low voltage, no external power and pump off events. The patient was on batteries when it happened and the patient stated that they put in new batteries. The pump stops were duplicated when the patient went from sitting to laying down. The pump stops on (B)(6) 2020 appeared to have something dragging the current down on the 14v batteries stopping the pump. It did not appear to be controller related. There was believed to be a short to shield that occurred when the patient was leaning forward. The x-ray images showed a few spots internal where the shielding was thin but cannot guarantee that this was causing the issue. On (B)(6) 2020 21.5" of the external percutaneous lead was replaced. Although the driveline was repaired the patient is still having pump off events, which indicated that the driveline damage is likely internal. The pump is reported under MFR 2916596-2020-05571.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated due to the reported event of the controller failing to maintain pump power during a low voltage / no external power event. However, the controller was determined to be unrelated to the cause of the event. Three log files were reviewed, containing data that collectively spanned 62 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamps). On (B)(6) 2020 at 1:35, the pump was observed to have stopped at this time, and the patient¿s voltage values were observed to be as low as 11.8 volts, causing low voltage hazard / no external power alarms to occur. However, the low voltage values appeared to have been caused by the pump drawing too much power in an attempt to restart. The pump was observed to resume speeds above the low speed limit within approximately 11 seconds of this event. Throughout the data, other low speed / pump stop events were intermittently observed. All pump stop events, including the event observed on (B)(6) 2020 at 1:35, appeared to be consistent with a potential internal driveline compromise and have been addressed via the pump¿s investigation. Issues regarding the system controller were not observed throughout the data. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The system controller (serial number (B)(6) was not returned for analysis, and the controller was unable to be correlated to the root cause of the reported event. The heartmate ii patient handbook instructs users on how to resolve any alarms that sound from their system controller, including alarms associated with low voltage and no external power conditions. The heartmate ii patient handbook instructs users on how to handle emergencies, including situations where the pump has stopped running. Users are urged to connect to a new power source if their current source is not providing voltage. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.